Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose and sensor readings. The customer states their sensor was reading 56mg/dl, when their blood glucose reading was 308mg/dl. The customer states the device went into threshold suspend. The customer states they treated the high levels. Troubleshoot was conducted and the customer is being sent replacement sensors.